Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): noisy ECG (electrocardiogram) signal. ECG connector is loose on a printed circuit board assembly. Overlay, left keyboard hinge, and tabs on power cord bay are broken.